Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. The handpiece was received at the manufacturing site. A visual assessment of the returned sample revealed did not reveal any nonconformity on the shell after the handpiece was autoclaved. When the handpiece was connected to a calibrated breakout test box, the resistance and dissipation between low electrode and high electrode were both within specifications. The returned sample was connected to a calibrated centurion vision system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. During the burn-in test, the temperature of the handpiece was measured per the product design specification and was found to be out of specifications. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the torsional stroke measurement of the handpiece did not meet specifications per manufacturing test procedure (mtp). Disassembling the handpiece did not reveal any nonconformities. Refer to the attached investigation log and dynamic test fixture (dtf) report. The reported event was confirmed through testing at manufacturing site which found the shell temperature of the handpiece to be out of specification. Unrelated to the reported event, the stroke length testing also did not meet specifications. Upon disassembly, no nonconformities were observed. How or when the issues arose remains inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
On (B)(6), 2011 additional information was received from the physician. He reported that no patient manipulation or trauma occurred that is believed to have caused or contributed to the lead fracture. The x-rays were not sent to the manufacturer for review. The patient's most recent settings were output=1.25ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=3min/magnet output=1 .5ma/magnet on time=60sec/magnet pulse width=500usec. The physician reported that the patient's increase in seizures and change in seizure pattern are related to lead break. The patient's seizures were worse than pre-vns baseline levels. The patient's vns has greatly improved her seizure frequency, but with the lead malfunction, both of the patient's seizure types have increased; starring spells and generalized seizures. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increase in seizures and change in seizure pattern. They did decrease the increase in seizures by making a change in her medications. The patient's seizure frequency and change in seizure pattern have improved since lead replacement. The operational report from the patient's lead replacement on (B)(6), 2011 was also provided by the physician. The surgeon reported that there appeared to be a disruption in the electrode wire at the inferior loop of the electrode and was sent to biomedical engineering in the hospital for analysis. A system diagnostics test was performed after connecting the patient's old generator to the new lead and the lead impedance value was ok with eri=no and dcdc=1. The patient was then programmed to output=0.5ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=3min/magnet output=0.75ma/magnet on time=60sec/magnet pulse width=500usec. Clinic notes from (B)(6), 2010 were also received which revealed that the high impedance was discovered during a clinical visit that day. The patient reported that since her last visit, she has felt that the vns is not functioning. A system diagnostic test revealed that there was high impedance with output--limit. The patient continued to have breakthrough seizures lasting 10 to 20 seconds a week and had an aura on the way to the physician's office. The physician reported that there is a question that the patient may have both pseudoseizures and epilepsy. The physician referred the patient to surgeon. Clinic notes from (B)(6), 2011 were also received from the physician which revealed that the patient is doing better and has had no seizures but a lot of auras. The patient was programmed to output=1.00ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=3min/magnet output=1.25ma/magnet on time=60sec/magnet pulse width=500usec. The patient tolerated the new setting without any problem. If additional information is received, it will be reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that after a cataract procedure an operating microscope caster was broke off. Event was observed after all surgical cases were completed. There was no patient involvement.